Event description:
Product analysis was performed on the returned generator. No anomalies were found and the device was not at eos.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics' employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.

Event description:
The manufacturer received an explanted generator for an unknown reason. Investigation found that the generator had been explanted because the physician believed the generator to be be at eos, though the eos indicator showed no. The physician believed the generator was at eos because the patient was experiencing an increase in seizures, but it was unknown if this increase represented an increase over the level of seizures the patient experienced before vns therapy. The generator was received on 12/11/2008 for evaluation of the eos claim, but product analysis has not yet been completed.